Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy from their implantable cardioverter defibrillator. Review of transmissions revealed that the patient received anti-tachycardia pacing during an episode of ventricular tachycardia. However, after the ventricular tachycardia began to return to sinus rhythm, the patient received an inappropriate shock due to pseudo fast beats being sensed. The device was reprogrammed. Patient was stable.